Event description:
It was reported a lead had migrated and the patient experienced a loss of parasthesia to the lower right extremity. The lead that was in the 0 -7 slot migrated. In the operating room, it was visualized that the anchor was still in position where it had been anchored down, but the lead had slipped through. There were two leads implanted and the manufacturing representative was unsure of the serial number of which lead had slipped. It was further reported that following surgery the patient was activated and receiving effective therapy on the right side. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), explanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID neu_unknown, product type: unknown. (B)(4).